Manufacturer narrative:
(B)(4). Date sent to FDA: 06/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. Additional information was requested and the following was obtained: diagnosis for suspected atypical nevi the index case caused the wound disruption, patient is generally well and not on any medications. Suture was used subcutaneous/dermal. Horizontal closure suture closure second time was continuous non locking (vicryl, not pds). Surgeon's etiology: pds reaction. Patient's current status is well healed. A manufacturing record evaluation was performed for the finished device lot number qemajr / w9950t14, and no non-conformances related to the reported complaint condition were identified. Related events captured via 2210968-2021-04749.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history? On what tissue was the suture used? How the suture was initially tied? Can you describe the appearance of the suture during second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned related events captured via 2210968-2021-04749.

Event description:
It was reported that a patient underwent surgery of the intradermal nevi excision on the back on (B)(6) 2021 and suture was used. The patient experienced deep stitch reaction of hypertrophic scarring and wound dehiscence and was treated with secondary intention healing and reoperation including scar refashioning. It was reported that the patient's tissue was thin. Additional information was requested.